Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, false empty detect at initial drain and initial drain alarm volume was met. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding the patient feeling overfilled and nauseous, which occurred on the homechoice (hc) during use during dwell 1. The baxter technical service representative (tsr) had the cg press stop, down arrow to manual drain, and press enter. The therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 8000ml, a total time of 9:00, a fill volume of 2000ml, a last fill volume of 0ml, 4 cycles, an initial drain alarm of 0ml, comfort control of 36 degrees celsius, and no last manual drain. The cg stated that the patient did a manual exchange prior to getting on the hc and filled with 2000ml. The cg stated no bypasses were performed. The initial drain volume equaled 3ml. The drain volume equaled 3675ml. The cg stated the drain volume was more than that because she had stepped out of the room at 3675ml and when she returned the hc was displaying stop dwell. The tsr advised the cg they would need to swap the hc. The tsr advised the cg to use manual supplies for that night. The cg would end therapy for that night and call the peritoneal dialysis registered nurse (pdrn) in the morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2011, regarding the increased intra-peritoneal volume (iipv). The pdn stated they were aware of the event. The pdn stated the patient has not reported any other symptoms or other drain volumes that meet iipv criteria. The pdn confirmed that the manual drain resolved the patient's symptoms of felling overfilled and nauseous. The pdn confirmed there was no patient injury or medical intervention associated with this report and stated the patient has been continuing therapy successfully on the cycler. There were no allegations made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. An evaluation of the concomitant medical product was performed. There were no manufacturing abnormalities noted during visual inspection. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. The iipv was not duplicated during evaluation of the concomitant product. The cause of the iipv was determined to be insufficient drain due to a false empty detect at initial drain and the initial drain alarm volume was met. This issue is being investigated through CAPA.